Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, 6 months post-op the plate that was placed on the patient's tibia broke causing the bone to re-break resulting in a third surgery.

Manufacturer narrative:
An additional radiographic image was provided. The radiographic image provided was taken 5 months postoperatively and shows the anterolateral tibia plate is not broken. It also appears that an additional medial tibial plate with at least 13 screws was implanted. Finally this radiograph continues to show a non-union on the fibula. The product was not returned; therefore, product analysis cannot be performed.

Manufacturer narrative:
The product was not returned; therefore, product analysis cannot be performed. However, three photographic and two radiographic images were provided. One radiographic image provided was taken 4 months postoperatively and shows the anterolateral tibia plate is not broken. A second radiographic image was provided, it is unknown when it was taken postoperatively, and shows the anterolateral tibia plate is broken. Also, while it is not certain, it does appear from both radiographs that some of the distal screws have possibly pulled through the plate. The three photographic images provided of the removed plate confirm the plate has fractured across one of the 3di locking screw holes. From the radiographic images provided it appears that this device was used to correct a distal tibial fracture with 11 screws, and a fibula fracture and a plate with 8 screws being used for treatment. Finally both radiographs show a non-union on the fibula, and an apparent non-union on the tibia.